Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was damaged. (B)(4).

Event description:
It was reported that there was no reaction after starting up the programmer. The programmer was returned to the manufacturer for servicing. There was no patient involvement.